Event description:
It was reported that the right ventricular (rv) lead had high thresholds, high impedance, short interval counts (sic), and non-sustained tachycardia episodes due to noise oversensing. Noise was able to be replicated with manipulation. Fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis was not completed because the lead was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).